Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 200-400mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was performed by the customer and produced test results of hi and hi non- fasting using meter. The test strip lot manufacturer's expiration date is 09/17/2020 and open vial date is 08/02/2019. The meter memory was reviewed for previous test result history. (B)(6).